Manufacturer narrative:
It was noted that the lead was not available for return. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased threshold measurements and loss of capture with asystole of greater than two seconds one day post implant. The physician suspected a micro-dislodgment. The outputs were increased, and the lead was subsequently explanted and replaced. No additional adverse patient effects were reported.